Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 100 bd vacutainer® precisionglide¿ multiple sample needle the hub was damaged and protective cap was off. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged hub. Customer complained safety issue for nsi before the needle use due to self opened needle cap.

Event description:
It was reported that prior to use with 100 bd vacutainer® precisionglide¿ multiple sample needle the hub was damaged and protective cap was off. The following information was provided by the initial reporter, translated from japanese to english: damaged hub. Customer complained safety issue for nsi before the needle use due to self opened needle cap.

Manufacturer narrative:
Investigation summary: bd received 80 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged hub/sleeve fall off with the incident lot was observed. Examination of samples revealed melted hub gate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.